Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to high blood glucose of 568 mg/dl. Troubleshooting was performed. The customer stated that the insulin pump alarmed multiple times no delivery during basal, and it may have contributed to her high glucose level. The customer's most recent glucose reading was 401 mg/dl, and she has treated with manual injections. During the call, was found that the customer was not using the serter correctly. Advised the customer that the insulin pump will be replaced. No further info was provided.